Manufacturer narrative:
Event conclusion: when the device was received at cpi it was found to have medical adhesive in the ventricular lead barrel and on one of the dual spring electrodes. The unit passed automated electrical measurements which included a bipolar output test and a test of the sensing circuit. Lead manipulation testing was performed with no anomalous operation observed. This device was mfg prior to the corrective action that was implemented on 11/13/1995 that instituted a microscopic visual inspection of vigor dr and vigor ddd lead barrels for excessive medical adhesive following sleeve and seal plug insertion.

Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) collapsed and was hospitalized. Interrogation of the ipg exhibited loss of capture and no output. A temporary wire was placed and an invasive procedure was performed to explant the ipg. A new ipg, model 1130 was implanted.